Manufacturer narrative:
Event date: approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that the patient had a suspected infection at the ipg site. It was noted that the physician wanted to send the patient to plastics to see if the wound would be healed.